Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot- specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (thickened, myxomatous disease) contributed to the reported slda. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3-4 with thickened, myxomatous disease. Two mitraclips were implanted reducing mr to 1. Both clips remained stable on both leaflets. On an (B)(6) 2019, the patient was readmitted for recurrence of severe symptomatic mr with a grade of 3-4+. In the physician's opinion, per echocardiogram imaging, one of the two clips detached from the posterior leaflet and remained attached to the anterior leaflet; a single leaflet device attachment (slda) occurred. In the physician's opinion, the slda was due to thickened, myxomatous disease. The patient is stable and doing well. Treatment has not been planned at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001.